Event description:
It was reported as a result of a lawsuit that allegedly the patient underwent cervical spine surgery on (B)(6) 2011 which involved a fusion. The patient was allegedly revised on (B)(6) 2011.

Manufacturer narrative:
Method: device history review;results: device was reported as a cage, however no product name or catalog or lot #s were provided.conclusion: a cage was reported to have been explanted and is now part of a pending lawsuit.

Event description:
It was reported as a result of a lawsuit that allegedly the patient underwent cervical spine surgery on (B)(6), 2011 which involved a fusion. The patient was allegedly revised on (B)(6), 2011.